Manufacturer narrative:
This product was received and tested by technical services and the failure was duplicated. The blade was replaced.

Event description:
The customer reported that during a patient procedure, using a glidescope gvl 4, the blade's video feed went completely out. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.